Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the catheter room the teflon sheath was inserted in the left femoral artery. The intra-aortic balloon (iab) was prepped per the instructions for use and when inserted into the sheath, it became stuck. The iab and sheath were removed together. A new kit was opened and used successfully via the same insertion site. The delay/interruption to exchange the kits is unk. The pt outcome is listed as good. There was no pt death, injuries or complications noted. Additional information received on (B)(4) 2010 from (B)(4) stated that "teflon sheath was used for the second insertion."